Manufacturer narrative:
According to the incident description, a flexible drill shaft broke off during use. The product in question was not subjected to an optical examination as it had already been discarded. Since no picture of the product was provided neither, no optical examination could be performed. It is known that the fracture of the drilling shaft occurred during use/ intraoperatively. However, this had no health effect on the patient, as another drilling shaft was used instead. However, it is very likely that a slight extension of the surgery was caused due to the reported error pattern. The manufacturing documents and the material certificates of the flexible drilling shaft could not be checked as no lot number is known. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the drilling shaft broke. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the drilling shaft. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such a breakage of the shaft is the condition of the bone. Since there is also no information available, no statement is possible. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implant cast gmbh: "drill shaft snapped when surgeon attempted to drill hole for acetabular cup screw, spare drill shaft in another set. When drilling into acetabulum through the cup the flexible drill shaft broke, we had a spare and then completed drilling with no impact to patient." Note: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient, since a second drill shaft was available.